Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient experienced refractive surprise after implantation of a zct800 intraocular lens (iol) in her left eye. The patient was left with -4.00 sphere and 1.75 cylinder @1.75. Lens did not rotate; therefore repositioning of the lens is not an option. Patient's uncorrected visual acuity is 20/400 and the visual acuity decreased rapidly from 20/50 to 20/400 after a week from the surgery. The zct800 iol was explanted and replaced with an unknown lens. Reportedly, the patient is plano but still blurry vision with visual acuity of 20/40. No further information was provided.

Manufacturer narrative:
Additional information: device available for evaluation ¿ yes, returned to manufacturer on 09/21/2016. Device evaluation: the device was returned to the manufacturer. Visual inspection was performed and it was observed that the lens was damaged, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The lens issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformance with respect to the manufacturing process. There are no associated nonconformity reports or deviations. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.